Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the physician was attempting to find a good position for the ipg when the patient's blood pressure dropped. It was discovered that a perforation had occurred which resulted in effusion, tamponade and ventricular fibrillation (vf) arrest. The ipg and delivery system were removed from the patient and the implant attempt was abandoned. One liter of blood was extracted from the perforated site. No further patient complications have been reported as a result of this event.